Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for. "Peak prox. Occl a non-delivery." This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the regulator closer was unseated.